Manufacturer narrative:
The event date is approximate. The serial number and UDI were not provided. The consumer's contact address was not provided. Manufacture date not provided or identifiable.

Event description:
The consumer alleged that their protective clean power toothbrush caught on fire and damaged property. No injury was reported.

Manufacturer narrative:
D4: the serial number was identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint could not be determined as no functional fault could be found with the device.